Event description:
The customer contacted beckman coulter (bec) to report that there was a fluid leak of approximately 1 ml from the coulter lh 780 hematology analyzer. The leak was contained within the instrument. The following error messages were generated by the instrument: sheath tank not full, diluent level low and faulty sheath tank float sensor. It is unknown if the material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The customer reported that she reattached tubing at ff119-I (fitting) on the upper sheath restrictor, resolving leak. There were no further error messages observed after system restart. Beckman coulter field service engineer (fse) was not dispatched for this event. Failure mode was related to disconnected tubing at fitting 119-I on the upper sheath restrictor. (B)(4).